Event description:
The pt was implanted with the lvad in 2001. In 2002, the pt reported that pt heard a grinding noise followed by a yellow wrench alarm, then the pump suddenly stopped and was alarming with a red heart alarm and low beat rate was displayed. The pt hand pumped until pt got to the hosp. Upon arrival at the hosp the pt was placed on a console and stroke volume limiter to pneumatically actuate the device. The pt had been running at maximum flow rates and beat rates a since 2001, due to suspected inflow valve insufficiency ans slight aortic insufficiency. In 2002, the lvad was explanted and replaced with a new lvad since the pt had become symptomatic (signs of congestive heart failure), was becoming anemic and a blood leak was suspected.